Event description:
It was reported that the patient had been lost to follow-up for five years. Upon pulse generator interrogation, the battery was found to have depleted. The depletion was thought to be premature based on the patients previous follow-up, shortly after the initial implant. The patients heart rate was 40 beats per minute. The device was explanted and replaced on (B)(6) 2015. The patient was noted to be stable following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found a loose wire bond which resulted in the high current drain observed in the field.